Manufacturer narrative:
Follow-up # 1 (06/06/2013)-device evaluation:the product involved with this complaint has been returned and evaluated by product analysis on 05/16/2013. The analysis did not confirm the reported complaint. Specifications for testing were met and no product issues were identified. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient in (B)(4) contacted lifescan to report the one touch verio iq meter had an issue with the test strip port of the meter casing. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.